Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reportedly due to a heart attack and heart failure. Nine days prior to death, the patient was hospitalized for eight days for symptoms related to unspecified cardiac issues. The patient was not connected to the homechoice at the time of the cardiac issues. Treatment during hospitalization was unknown; however, apd therapy was ongoing using the hospital¿s pd cycler. One day prior to death, the patient was discharged from the hospital. After discharge home, the patient continued with apd therapy. Subsequently, the patient passed away while at home due to a heart attack and heart failure. It was reported that the patient did not recover from the unspecified cardiac issues prior to death. The patient was not connected to the homechoice at the time of death. An autopsy was not performed. A death certificate is not available. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.